Event description:
Boston scientific received information that this left ventricular (lv) lead lead exhibited loss of capture. A chest x-ray was taken which confirmed the lead had dislodged. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.